Event description:
It was reported that the catheter stuck on wire. An angiojet solent dista catheter was used for thrombectomy procedure. However, during the procedure, the catheter became stuck on wire and could not advance. The procedure was completed via alternative method or device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the solent dista thrombectomy with an unknown guidewire stuck inside the device. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual examination revealed a flat spot to the shaft 64.5cm from the strain relief. Microscopic examination revealed no additional damages. Inspection of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter stuck on wire. An angiojet solent dista catheter was used for thrombectomy procedure. However, during the procedure, the catheter became stuck on wire and could not advance. The procedure was completed via alternative method or device. No patient complications reported.